Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require any third-party assistance. Customer declined further troubleshooting from tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.